Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a cardiac arrest requiring cardiopulmonary resuscitation (CPR). Post-procedure, during extubation, the patient became combative and coded. Physician determined that the patient was hypercapneic. CPR was performed and the patient was re-intubated. Patient was reported to be in stable condition at the time of complaint report. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on march 28, 2018. The patient was diagnosed with supraventricular tachycardia. The adverse event occurred post procedure. The physician determined that the patient experienced hyper-apnea due to the early extubation. The patient required vasopressors and cardiopulmonary resuscitation. It is unknown if the patient required hospitalization. According to physician the patient subsequently fully recovered. Manufacturer's ref. No: (B)(4).